Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in house inspection, the cardiosave intra-aortic balloon pump (iabp) touch panel is not working properly. It was not responding well. There was no patient use.

Event description:
It was reported that during an internal inspection, the cardiosave intra-aortic balloon pump (iabp) touch panel is not working properly. It was not responding well. There was no patient use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the touchscreen assembly (0160-00-0123). There were no issues during operation inspection.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).